Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a granuflo ii mixer was failing the electrical safety test. The biomed stated that upon machine repair, the wiring harness and jet valve were found to be burnt. There was no patient involvement associated with the reported event and there was no harm to any individuals because of this malfunction. The jet valve and wiring harness were the original parts on the mixer. The biomed reported that there was no damage observed on any other components associated with the burned wiring harness and jet valve. The mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the wiring harness and jet valve to resolve the reported issue. The mixer was returned to service at the user facility. The biomed stated that the jet valve and wiring harness were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.